Event description:
During a coronary artery bypass graft procedure, the instrument would not connect to the handpiece. It did not fit. A new instrument was used without problems. There was no patient consequence.